Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device indicated that the strike plate welded region on the offset reflection cup positioner/impactor was fractured. This was likely due fatigue loading of the weld joint caused by repeated impacts. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a tkr procedure, while impacting r3 acetabular shell the reflection offset cup impactor broke at the weld just below the pommel. Another r3 shell was requested because the first one had a lot of fibrous tissue around its coating. Delay from (0-30) minutes reported. Backup device available. No impact or injury to patient reported.